Manufacturer narrative:
Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there is a large crack on the battery compartment. The customer¿s blood glucose value was 94 mg/dl. The customer also reported that the reservoir lip ring was damaged. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.